Event description:
A report was received stating, during use, a ventilator generated a graphical user interface (gui) alarm but the ventilator's display was blank. Although the ventilator did not stop cycling, the patient was removed from the device and placed on an alternate ventilator. There was no harm to the patient reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and verified the reported event. The cse replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) to resolve the issue.